Event description:
Bipolar shell and poly liner were not locked completely and the poly liner was approx .2mm above the bipolar shell. Sleeve head impactor was used to impact strongly and also, the poly liner was pressed strongly by thumbs, but the poly liner was remained above the bipolar shell. The bipolar was implanted after confirming of firm fixation of assembled bipolar head. The surgeon would like to know the reason for this problem above.